Event description:
The following info was reported: put the device in the pt, as they went to pull back the whole system "fell apart". Manual compression was applied for 20 minutes. No further info is available.

Manufacturer narrative:
Visual inspection of the returned device showed that the shuttle cartridge was disengaged from the handle. The sealant was protruding through the shuttle cartridge side slit and covering the balloon proximal bond. The sealant was unrolled and blood was observed on the distal end. The advancer tube was found inside the shuttle cartridge. Shuttle down procedure was simulated and the advancer tube was able to properly engage the tamp locks. The catheter, shuttle cartridge and introducer sheath were inspected for anomalies that may have obstructed the device path during deployment. No anomalies were observed. The review of the lhr (lot f1407110) indicated that the device lot met all established performance criteria prior to shipment. Based on the provided info and the investigation performed, the probable root cause for the failure to deploy could not be conclusively determined.